Event description:
R ij swan was placed in catheter lab (B)(6) 2024. On the morning of (B)(6), staff started meeting significant resistance when trying to capture cardiac output numbers. A chest x-ray done to confirm placement and line evaluated but still unable to capture cardiac output.